Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of macular edema; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: ali salimi, basma matar, paul harasymowycz. Five-year outcomes of a schlemm¿s canal microstent (hydrus microstent) with cataract surgery in open angle glaucoma: real-world results. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via literature article to evaluate five-year outcomes of a schlemm¿s canal microstent (hydrus microstent) with cataract surgery in open angle glaucoma: real-world results. This file pertains to the four eyes developed macular edema which resolved with topical nonsteroidal anti-inflammatory drugs after trabecular stent implantation surgery.